Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced rust on the safety mechanism. The following information was provided by the initial reporter: it is found that the safety pin of the indwelling needle has rust during use, which may cause harm to the human body. Only a small part of the surface of the iron sheet can be seen, and the iron sheet inside can only be seen when the needle core is pulled out after the puncture. The patient had no adverse reactions such as fever, local redness and swelling, and the patient was removed after surgery.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 13-dec-2022. H6: investigation summary: a device history review was conducted for lot number 2108161. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to our facility which displayed a corroded v-clip. The event has been confirmed. After reviewing the retention samples for this lot and observing no additional instances of this issue our engineers have determined that the root cause for this event is most likely related to environmental exposure during transportation of the device. Exposure to humid or corrosive environments during transportation or storage can result corrosion of metallic components.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced rust on the safety mechanism. The following information was provided by the initial reporter: it is found that the safety pin of the indwelling needle has rust during use, which may cause harm to the human body. Only a small part of the surface of the iron sheet can be seen, and the iron sheet inside can only be seen when the needle core is pulled out after the puncture. The patient had no adverse reactions such as fever, local redness and swelling, and the patient was removed after surgery.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.